Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider via a post market product surveillance registry study regarding a patient who was receiving 40 mg/ml hydromorphone at 5.265 mg/day and 10 mg/ml bupivacaine at 1.316 mg/day via an implantable pump for non-malignant pain. It was reported that on (B)(6) 2015 the patient experienced increased pain and increased depression. The health care provider initiated administration of amitriptyline. On (B)(6) 2015, the patient's pain intensity increased, and he experienced daytime somnolence. A pump check was planned. On (B)(6) 2015, the patient continued to have increased pain. The patient was seen by the health care provider on (B)(6) 2015. At this time the patient was experiencing significant somnolence. The pump therapy was suspended by programming the dose to minimum rate. On (B)(6) 2015, a catheter access port study was conducted. The study showed that contrast was pooling in posterior soft tissue. The catheter was out of position (dislodged). It was unclear whether any of the catheter remained intraspinal. The etiology of the event was noted to be due to the device/therapy and not the implant procedure. A trigger point injection was performed 6 days later. The clinical diagnosis was noted to be drug side effects. The patient had a catheter revision on (B)(6) 2016. When the posterior incision was opened for the catheter revision, the intrathecal segment of the catheter was found to be fragmented. The small fragment was removed, but the rest of the intrathecal segment was left in place. The pump programming was updated to resume therapy. The event resolved without sequela.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated an examination on (B)(6) 2016 revealed the incision was healing well with no signs of infection and per the provider all symptoms had resolved. The event resolved without sequela on (B)(6) 2016. The clinical diagnosis was updated to possible withdrawal symptoms. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was reported that the catheter dislodgement was possibly due to a fall that happened in (B)(6) 2015. The patient reported falling down onto a concrete surface and landing on his right side. The patient's pump is on the right side.